Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device passed all visual and functional testing and the was found to visually and audibly alarm during alarm conditions. The reported issue was unable to be confirmed. During evaluation a secondary issue was indicated wherein an intermittent "err 1" watchdog alarm was experienced. The issue was isolated to a component (u6) of the system board. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event., corrected data:

Event description:
The customer reported that the rad-8 yields incorrect spo2/pr readings with masimo rainbow tester. Customer feels the issue is isolated to the rad-8. No consequences or impact to patient were reported.